Manufacturer narrative:
Examination of returned device found no evidence of component malfuction. (B)(4)

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010, due to dislocation of the bearing.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2010, due to dislocation of the bearing.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).